Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during preparation prior to a surgical procedure at the user facility, a hair was found in the device sterile packaging. The user facility reported that the procedure was completed successfully and that there were no surgical delays, adverse consequences, or medical interventions.